Event description:
The customer reported the device operates for a short time on ac power and then shuts off; and fails to operate on ac. The customer reported patient involvement is unknown however, no patient harm was reported.

Manufacturer narrative:
.